Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2015 underwent removal of the essure device by salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: this case was identified as a duplicate to case (B)(4) with MFR #2951250-2017-01108 and will be deleted from argus database. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2015 underwent removal of the essure device by salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.